Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a discectomy surgery an instrument's top piece of the jaw broke. No patient complications were reported.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer.